Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient saw a manufacturer representative (rep) in their hospital and the rep helped to get the machine regulated. The patient inquired about what they should if they lost their patient programmer. The patient responded to follow-up questions. They clarified "pulled lines up the spine" and stated the leads go from the hip where they can feel the machine, and then the leads were wrapped around the spine that run up to the bra line. The patient confirmed they were describing the way the leads were placed and there was not a problem with the leads that they knew of. The patient stated the problem was that something caused a hole to open up and then the patient had a "track" at her bra line that was 4 or 5 centimeters deep. The hole opened in (B)(6) 2017 for no apparent reason and "goop" was coming out of it and pouring down their back. The patient stated they had surgery and the healthcare provider (hcp) opened the hole and took biopsies but the biopsy results were not in yet. The reason for the biopsy was to see the what the cause of the hole opening was. The hcp made the incision longer and closed it. The patient mentioned they had a physical therapist coming to their home and a home nurse to change their bandages. No further complications were reported.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported the patient was having surgery/revision tomorrow because they had an open wound on their bra line that opened up and wouldn¿t close. The patient stated their healthcare provider (hcp) ¿pulled lines up the spine¿ and they end at the bra line where the open wound is. The patient reported they were sent to a wound clinic to clean and pack the wound, and the clinic closed the wound, but did not close it properly. The patient said the wound opened in (B)(6) 2017 and was closed in (B)(6) 2017. The patient stated the wound was due to the device and their revision was scheduled for tomorrow. No further complications were reported.